Manufacturer narrative:
Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: (b)(4)Manufacturing Site: (b)(4)

Event description:
It was reported that the patient experienced high blood glucose of 491 mg/dL on (b)(6)2026, was hospitalized and was in the ICU with a BG of 500 mg/dL, and a bolus was delivered via the pump to address the high blood glucose.